Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. No device was received for evaluation. Device history record review confirmed that the pump passed all post-sterile inspection checks. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella cp device has not been returned for evaluation. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 77-year-old male on impella cp for mechanical circulatory support. While the medical staff was trying to move the patient, it was reported that the impella device withdrew into the aorta. Echocardiogram was utilized to pull the impella back across the valve. Numerous efforts were made to reposition the device. The decision was made to remove the device as the pump could not be placed in the optimal position. The patient survived explant and received another pump.